Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The child was not responding well if only the left implant was used. In situ testing showed affected channels. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause, a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The child is not responding well if only the left implant is used. In situ testing showed affected channels. Re-implantation is planned, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels. The child is not well responding if only the left implant is used. An appointment with the surgeon will be arranged.